Event description:
It was reported that "patient called to report that the left hip has pain in the groin area and front of leg, side of hip and squeaky or grinding noises. Pain is all the time. Pain has been since the beginning and is all the time. Left hip. Problems walking, and cannot bear her weight".

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.